Event description:
Pt was having a tympanomastoidectomy and neurosign facial nerve monitor was placed on left face prior to draping. Volume alarm and bar were set. During case, no alarm nor change in bar were noted. Case ended uneventfully, and pt went to pacu. Dr let me know that there was issues with the facial nerve and he began treatment. I removed the neurosign from service and contacted biomed to come evaluate it. Pmm's last performed approximately 2 weeks prior to event.